Event description:
Info from maude-report made available to ambu inc feb 23, 2010.

Manufacturer narrative:
The devices have not been returned to ambu inc. Despite several attempts from ambu to get in contact with the complainant. It has, therefore, not been possible to evaluate the said products. About the product: all products shall pass final inspection before being released, which includes functional test that will reveal a defect as the reported. We have reviewed the production records of the affected production lots, and have found no abnormalities. In the instructions for use the following is described: before placing the product "ready for use" in emergency situation a functional test must be performed. The integrity of kits issued for storage "ready for use" should be inspected at the interval established by local protocols. By following these directions and performing the prescribed function tests the reported product problem will be found and the prescribed back-up procedure shall be used. Add'l device manufacture date: 10/30/2008.